Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea, mitral regurgitation(mr) and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/anatomy. The reported worsening mr was likely a result of patient/procedural conditions due to the slda. The reported dyspnea and heart failure symptoms were likely symptoms/secondary effects of the worsened mitral regurgitation (mr). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided, indicating that the patient was re-hospitalized on (B)(6) 2017, due to the recurrent mr and shortness of breath. A second mitraclip procedure was performed and an attempt was made to implant a clip. Visualization was difficult noted to the previously implanted clip and the leaflet prolapse. Difficulty was noted grasping the leaflet, due to the bileaflet prolapse, and the clip was not able to reduce the mr. The clip was not implanted and it was decided that a surgical procedure should be performed. The patient remained hospitalized, and on 01/10/2018, underwent a surgical mitral valve replacement procedure. The previously implanted clip was removed. Post surgical procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and worsened mitral regurgitation. It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation underwent a mitraclip procedure. A posterior leaflet prolapse was noted, with flail at the posterior (p) 2 segment. One mitraclip was implanted and the mr was reduced from grade 4 to grade 1. Approximately 4 months post procedure, the patient presented with symptoms of heart failure, including shortness of breath. A repeat transesophageal echocardiogram was performed. Severe mr (grade 4) was noted. It was suspected that a partial slda occurred on the posterior leaflet, where the original prolapse was noted. It appeared that the posterior leaflet had slipped out of the clip and potentially the clip remains attached to the posterior leaflet chords and the anterior leaflet, but is not attached to the posterior leaflet. No additional information was provided.